Manufacturer narrative:
Further communication with the facility nurse, on 4/8/97, revealed that immediately following the event the pt was admitted to ICU for 12 days. It was additionally stated that the event was not believed to have been caused entirely by the bolus injection through the device sideport; but that the bolus injection through the device sideport caused other medica problems to arise, which were unrelated to the device. The pt is doing fine. Based on the info available, the cause of this event is believed to have been due to the facility's incorrect usage of the device, as reported. The facility will be notified of our review of this incident. No further info is available. The MFR is now closing its file on this event.

Event description:
On 2/10/97, the facility emergency room manager contacted the MFR customer service dept with an urgent message requesting that a MFR nurse contact the facility. On 2/10/97, a MFR nurse contacted the facility nurse who asked if there was any way to aspirate and retrieve the drug that was accidently administered through the device. The facility nurse reported that the pt received a 60mg morphine sulfate bolus through the device by accident and the pt now has no sensation below the knees. The facility nurse was informed that there is no way to aspirate and retrieve the drug that had been administered through the device. The facility nurse stated that they had figured that out and were involved in treatment to reverse the drug. The MFR will contact the facility for add'l info on this event. No further info is available at this time.